Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the generator temperature was too hot, and it switched off. The procedure was completed with the same device. No patient complications were reported by the hospital.